Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the lower left leg. A 3.00x20mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent came off of the delivery system before it was deployed. The stent had to be crashed against the wall in the external iliac artery. The procedure was completed with a different device. No further patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier, us, mr 3.00 x 20 mm stent delivery system was returned for analysis without the polymer extrusion shaft, stent or balloon. The stent was not returned for analysis. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon was not returned for analysis. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a break 118.5cm distal to the distal end of the strain relief, close to the port bond site, leaving the corewire exposed. The portion of the polymer extrusion shaft distal to the port bond, with the balloon and stent, was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the lower left leg. A 3.00x20mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent came off of the delivery system before it was deployed. The stent had to be crushed against the wall in the external iliac artery. The procedure was completed with a different device. No further patient complications were reported and the patient was fine. It was further reported that the device broke and endo-trashed in the artery.